Event description:
It was reported that the subject device was plugged in at the start of a case but did not work. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. Updated fields: g3, d8, d9, h2, h3, h4, h6, h10, h11. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found pixel fault. Based on the results of the investigation, it is likely that the following led to the malfunction: defective camera cable. A definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device was plugged in at the start of a case but did not work. The procedure was completed using a similar device. There were no reports of patient harm.